Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 132 mg/dl back to back with a result of 64 mg/dl on the compact plus system when testing was performed within 10 mins. Reporter stated that the customer was experiencing some hypoglycemic symptoms during the time of testing and he self-treated with food. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.